Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device had a defective mainboard. There was no report of patient involvement.

Manufacturer narrative:
Additional information from a philips field service representative clarified the issue. The customer requested an upgrade to install the nbp option on their device. After the philips representative installed the upgrade and nbp module the device still did not display nbp.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified during visual inspection in fa lab. The e41, j6 and c188 all had burnt damaged for this mrx therapy pca. The available information is consistent with a malfunction of the therapy pca. The cause of 3 components burnt damaged were not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted .